Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call high blood glucose levels and drive support cap anomaly. Customer¿s blood glucose level went as high as 506 mg/dl and as low as 38 mg/dl. Customer treated their high blood glucose via insulin pump and their low blood glucose via orange juice. Troubleshooting was performed. Customer advised the drive support cap was protruded. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No loose drive support cap anomaly noted.